Manufacturer narrative:
The reported device has not been received. The product was not evaluated, therefore the cause of the event could not be conclusively determined from the available information. Should the device be received for evaluation, new information shall be submitted in a follow up report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the distal segment a pipeline flex embolization device (ped) did not open completely during a flow diversion procedure. The ped was used to treat a patient's saccular aneurysm located at the cavernous segment of the internal carotid artery. The aneurysm had max diameter of 18 mm and neck width of 11 mm. Distal and proximal landing zone artery sizes were 4.4 mm and 4.5 mm respectively. Vessel tortuosity was describe as minimal. It was reported the ped was prepared following the instruction for use, and the ped braid was not deployed at a bend. After less than 50% of the braid was unsheathed, the distal segment failed to open completely. The device was resheathed and unsheathed again for more than 2 times, but the condition did not change. Therefore, the ped was removed from the patient with the microcatheter. New devices were used to complete the flow diversion treatment. No patient injury reported.

Manufacturer narrative:
The pipeline flex delivery system was returned for evaluation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend was observed on the pushwire. The distal and proximal ends of the pipeline flex braid were found fully opened with no damage. No other anomalies were observed. Based on the analysis findings, the report of failure to open at the distal end could not be confirmed and the event cause could not be determined, as both ends of the returned pipeline flex braid was found fully opened with no damage. Possible cause includes patient¿s vessel tortuosity. However, the patient¿s vessel tortuosity was minimal. In addition, the device was not deployed at the bend. Per our instructions for use: "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it.¿ all products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.